Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Updated case details based on additional information received: the procedure was to treat a heavily tortuous, heavily calcified lesion in the mid, left superficial femoral artery (sfa). Pre-dilatation was performed with a 6 x 150 mm balloon catheter at the rated burst pressure for 1 minute and 30 seconds. The supera 6.0 x 150 mm could not be deployed due to the heavily calcified lesion. It was decided to remove the supera from the lesion, completely sheathed, pulling the catheter out without releasing the deployment lock. The procedure was finished after balloon angioplasty and implantation of the same size absolute pro. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
The procedure was to treat a heavily tortuous, heavily calcified lesion in the mid, left superficial femoral artery (sfa). The supera 6.0 x 150 mm could not be deployed well due to the heavily calcified lesion. It was decided to remove the supera from the lesion, pulling the catheter out without releasing the deployment lock. The procedure was finished after balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.